Manufacturer narrative:
When the ventilator was tested, after patient removal, it continued to auto cycle. The ventilator was returned to the manufacturer for further analysis. Upon inspected the ventilator was found to function as it was intended without issue. The reported condition was not confirmed. (B)(4)

Event description:
Covidien received information stating that during patient use, the ht70 ventilator began to auto cycle. The patient was removed from the ventilator and transferred to another ventilator. There were no negative patient consequences.